Manufacturer narrative:
Device evaluation: the device was received and visually inspected. It appears that the three silicone seal layers are detached from their location and jammed at the distal tip of the cannula. Those dams were retrieved and confirmed as the edges were torn resulting in displacement from their original location. This is an indication of excess force being applied to pass instruments through the cannula. This failure can be attributed to user technique. A DHR review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed 1 dissimilar complaint from this lot of devices that were released for distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via phone that the rubber sheath inside the customer's 8.5x75mm fully threaded cannula becomes dislodged when the scope is being pushed through. The case was able to be completed with the device. There were no patient consequences or delays. The sales rep was not present for the case and could not provide any more details. The device is being returned.